Event description:
Gauze inside sterile pack was found with pink colored discoloration and a piece of black "fuzz".

Event description:
Gauze inside sterile pack was found with pink colored discoloration and a piece of black "fuzz".